Event description:
Device malfunction: stent migration. Symptoms/ae: required placement of second stent. Time of malfunction/ae: during the procedure. It was reported that during a left internal carotid artery stenting procedure, after the stent was deployed, the stent migrated up the vessel, requiring placement of a second stent. The physician felt it moved due to the "stored energy" in the stent. There were no adverse pt sequelae reported. No add'l info was available.

Manufacturer narrative:
The stent remains in the pt. The lot number was provided. A review of the device history record did not produce any findings relevant to this report.